Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that there was a gap between the acoustic lens and the ultrasound probe. Additional findings include the following: water tightness was lost due to a cut on switch 1/due to damage on the channel tube, the insulation resistance value at the distal end did not meet the standard value due to a scratch on the distal end, the bending section cover had wear, the connecting tube had a cut, and the bending angle in the down direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: there was a gap between the acoustic lens and the ultrasound probe. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.